Event description:
It was reported that the patient underwent a spinal procedure for stenosis at l3/4/5 using mini-invasive technique. After the set screws were broken off, it was noticed that the rod did not go through the head of pedicle screw. The procedure changed to an open procedure and completed without further complications.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.